Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was having stomach issues and underwent a CT scan which confirmed that part of his implant had migrated into his right abdominal space. The patient also stated that his device has not been functioning properly. The ipp is currently implanted, and the patient has an appointment with his urologist. There were no additional patient complications.

Manufacturer narrative:
B3 approximated.